Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon wanted to use the device with a green cartridge. After loading the cartridge, he inserted the closed stapler through trocar. But after insertion he was unable to open the stapler. He took the stapler out engaged the reverse knife switch fired counter was showing zero closing trigger can be opened but the jaws were stuck. Since the bile duct was too thick he wanted to use green cartridge. But it got stuck before even touching the tissue. He completed the procedure with another like device. There were no adverse consequences for the patient reported.